Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s high blood glucose level was 525 mg/dl and the low blood glucose level was 63 mg/dl before eating. The customer declined troubleshooting for high and low blood glucose level. The customer did not mention any symptoms related to high and low blood glucose level. Customer has pump that its second time its saying insulin flow blocked alarm. The customer stated that the insulin did not exit. The customer advised to rewind the pump, reinsert the reservoir and run load reservoir or fill tubing to at least 5u. Customer reports that insulin exits with the fill tubing. The insulin pump will not be returned for analysis.